Manufacturer narrative:
Additional information was received that there was no actual skin breakage.

Event description:
A report was received that the patient's ipg was sticking out and the lead was also poking outward which caused the patient discomfort and pain.

Event description:
A report was received that the patient's ipg was sticking out and the lead was also poking outward which caused the patient discomfort and pain.

Manufacturer narrative:
Additional information was received that no further information could be obtained by the bsn representative.

Event description:
A report was received that the patient's ipg was sticking out and the lead was also poking outward which caused the patient discomfort and pain.